Event description:
A patient reported they wanted help using the patient programmer (pp) to change their settings. They reported a worsening of symptoms and painful stimulation in their leg. The patient said they got the interstim to help with their condition of either constipation or leaking burning diarrhea, smudging and bleeding, hemorrhoids, which they had for a long time, prior to getting the insterstim, since they were (B)(6). Basic intestim and program education were reviewed. Therapy was on and the patient was set on program 2 at 0.9. They tried program 2 at .1 and stated they felt stimulation in their leg and a tad in the knees. Program 4 at .3 felt tingling in their feet. They tried program 1 and decided to try stimulation at .1. It was recommended that the patient monitor their symptoms and work with their healthcare provider (hcp). The patient further reported that they tried to use their patient programmer about 3 week prior to the report and since that time they have experienced their leg hurting real bad and tightness in their upper right leg, leakage, burning in the butt an having to wipe and diarrhea, severe bleeding, which the patient thinks in their hemorrhoids. They also have sensitivity in the area of implant and it is tender. Since implant, the ins has helped some but does not stop the leakage. They were expecting not to leak at all but said they had a little better quality of life. It was noted that the patient had to take some type of pain medication which made them constipated so they had been drinking miralax and water. They were also taking a cholesterol medication which they think was causing them leg pain. They stopped taking it. Follow up from the hpc stated that diagnostics performed related to the symptoms were a CT scan of the pelvis and "pe". Actions and interventions taken to resolve their symptoms were noted as physical therapy and "by feed back". The implantable neurostimulator (ins) was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still having leg pain, on the side of right leg. Patient said that prior to implant was taking statin drugs which patient said caused leg pain however said that the leg pain has gotten worse since receiving the implant. Patient has turned stimulation off due to the leg pain however said still has leg pain even with stimulation off. The pain is worse at night when trying to sleep. They take medicine for neuropathy so that they can sleep at night. The patient had a bone density test, said stimulation is off however two weeks after the test the leg pain became worse, tingling like pins and needles and burning. Patient also mentioned had reprogramming session maybe sometime in 2014 and the manufacturer representative (rep) was so helpful. Redirected patient to contact managing doctor for medical evaluation and direction. Patient said that they will contact the healthcare professional (hcp), wanted to contact the manufacturer first.

Event description:
Additional information reported that the leg pain was not determined at this time. Rep came and went through categories but was not ever determined. The device was removed and replaced and reported issue has been resolved. Surgery was on 3-12-21. The patient still has the external patient programmer. After providing this info, patient stated even though the device was removed, they still are experiencing leg pain. Patient stated the pain is more like sciatica where the nerve runs up their thigh towards the bottom of their leg. Patient stated the implant area was not tender, but it was more tender up above the device area.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient was still having diarrhea/leakage. The patient also reported that the level was changed and reprogrammed as a step to resolve the pain/tightness in leg, burning/leakage/bleeding and sensitivity at ins site.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.